Manufacturer narrative:
Adjustment of the camera has returned the analyzer to expected operation. No similar incidents have been logged against this analyzer.

Event description:
The customer indicated that antibody screen testing was performed on a patient sample that had a known anti-c using the ortho provue analyzer. The customer indicated that the provue interpreted the test result as negative. Testing performed on the same sample using the manual gel method confirmed positive reactivity. False negative test results can lead to transfusion of incompatible blood. Erroneous test results were not reported, as the test results obtained on the provue did not match results obtained with an alternate method or patient history.